Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Pt underwent tumor surgery 3 years ago and was suffering from thigh pain recently. Surgeon found out that the stem was fractured intra-op and managed to retrieve the remaining of the stem on proximal part of femur. Surgeon replaced with new cemented stem (B)(4) and new 60mm extension piece (B)(4).